Event description:
The patient reported experiencing consistent seizures again. The patient underwent x-ray imaging and nothing was shown. The patient is being referred to a neurosurgeon. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was seen with high impedance and cannot feel stimulation. The patient has been referred to surgeon for possible revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.